Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8781, lot # n403476007, implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving gabalon intrathecal at 68 mcg/day via an implantable pump for spinal cord vascular damage. On (B)(6) 2016 a refill was performed. The predicted amount of remaining medicine was 6.6 ml; however, the actual amount of remaining medicine in the reservoir was 7.2 ml. The variability was -5.3% of 20 ml. On (B)(6) 2016, a refill was performed. The predicted amount of remaining medicine was 3.8 ml; however, the actual amount of remaining medicine in the reservoir was 10.8 ml. The variability was -43.2%. The event logs were checked, but there were no logs indicating abnormalities. Because the state of the spasticity was favorable, a wait-and-see approach was decided on. In this period, the dose was not adjusted and an MRI wasn¿t conducted. The hcp noted that the condition of the patient¿s spasms was extremely good and they were under control. The patient¿s satisfaction was also high. There were no reported symptoms.

Event description:
Additional information was received. As of 2017-feb-08, the event had not resolved. The event was unrelated to the investigational drug, programmer, and procedure. It was unknown if the event was related to the catheter or pump. The amount of medicine replenished at the (B)(6) 2016 refill was 19 ml. On (B)(6) 2017, a refill was performed. The predicted amount of remaining medicine was 3.8 ml, however, the actual amount of remaining medicine in the reservoir was 10.0 ml. The degree of variability was -40.8%. The daily dosage was changed from 68 mcg/day to 60 mcg/day. The hcp commented that because the degree of variability did not result in abnormalities, and the patient¿s spasticity did not worsen, watchful waiting was decided upon again. No rotor test or catheter x-ray study had been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.